Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: a review of the receiving inspection (ri) for t20 screwdriver shaft was conducted identifying that lot number gm4067501 was released in a single batch. Batch1: lot qty of (B)(4) units were released on 09 apr 2014 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the t20 screwdriver shaft (product code: ds 2797-02-050 & lot no: gm4067501) was received at us customer quality (cq). The visual inspection of the received device indicated that the distal tip (drive feature) of the device was twisted. This was consistent with the complaint condition. Thus, the complaint was confirmed. Device failure/defect identified? Yes. Dimensional inspection: the dimensional inspection cannot be performed due to post-manufacturing damage. Document/specification review: the following drawings reflecting current and manufactured revisions were reviewed: - modular t20 driver. No design issues or discrepancies were identified. Complaint confirmed? Yes. Conclusion: the overall complaint was confirmed for the received device as the distal tip of the device was twisted . While no definitive root cause could be determined based on the provided information, it is possible that the device was encountered unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 while was using the t20 screw driver shaft to remove screws, the driver was noted to be "burred". A second t20 screw driver shaft was used to complete the procedure successfully. Concomitant device: unknown screw (part# unknown, lot# unknown, quantity unknown). This report is for one (1) t20 screwdriver shaft. This is report 1 of 1 for (B)(4).